Event description:
On (B) (6) 2009: customer reports during a procedure, the system locked up and lost fluoro capability. A c-arm was brought in to complete the procedure. There was no significant delay in procedure and no adverse effect to the patient.

Manufacturer narrative:
Field service engineer visited site but was unable to duplicate the reported problem. Field service engineer verified proper operation of the system, and verified all connections. No problems found. The customer indicated the system has not locked up since the original report.